Manufacturer narrative:
An asp fse assessed the unit onsite. He performed a level 2 maintenance on the sterrad sterilization system. He cleaned the chamber and replaced the chamber plastics, replaced the vacuum pump oil, oil mist filter housing, and the converter filter. He performed a baratron zero procedure and replaced the h2o2 lamp assembly. He performed a system certification procedure and ran an empty chamber test cycle. The sterrad 200 system meets all manufacturer's specifications.

Manufacturer narrative:
Manufacture date: 11/2005. Brand name - sterrad 200 sterilizer. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, and the health hazard evaluation. The DHR (device history review) for sterrad 200 system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend of haze/oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. The fmea (failure mode effects analysis) was reviewed. All risk priority number scores for the failure of this part are below 100 and thus considered low risk. The hhe (health hazard analysis) relating to haze / oil mist is low risk. The oil mist filter was returned, tested, and failed the oil mist test. The reason for return is confirmed. Based on the findings and replacement of the oil mist filter by the fse, the issue for haze/oil mist was resolved.

Event description:
It was reported that the customer's sterrad 200 system was emitting oil mist from the top of the convertor filter while the vacuum pump was running. The customer did not notice the issue. While performing level 2 maintenance, an asp field service engineer (fse) noticed the oil mist by shining a light on the area above the convertor filter. An asp fse was dispatched to assess the unit.